Event description:
Boston scientific received information that this right atrial lead showed high out of range pacing impedances one week post implant. In addition, pacing not was note delivered and it was not possible to measure the pacing amplitudes. Shortly after the initial observation, interrogation of the device showed pacing amplitudes on the right atrial lead, and the pacing impedances were within normal range. In addition, it was noted that there was noise which was being oversensed by the right atrial lead. This was likely due to the minute ventilation sensor being programmed on. An x-ray was taken which did not show a loose connection. The minute ventilation sensor was turned off and oversensing was no longer seen, however the atrial lead impedances appeared out of range again, and it was not possible to measure the intrinsic pacing amplitude. A possible connection issue or a lead fracture were suspected. No additional intervention was taken and the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.